Event description:
It was reported that during blood sampling for blood glucose tests, the lancet cut the baby's heel and the blood still leaked out 3 hours.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05563. The report was submitted in error., corrected data: corrected information provided in h10.